Event description:
Had elective surgery to my eyes to improve my vision. Iol replacement surgery, my vision in both eyes are impaired in daytime and nighttime. Multiple problems are present in both eyes that were not there prior to surgery. My vision is impaired in both yes since the lens transplant surgery (iol multifocal). My left eye is having extensive problems. Left eye has a vertical black line in the peripheral vision and flickering. If moving my left eye to read, then lens creates a dizzy feeling and a movement in the magnification. (Hard to explain). Blurred vision in both eyes. Unable to read without reading glasses despite multifocal lens. Constant haze-foggy vision. Blinding glare in daytime and nighttime. Day glare indoors creates a silhouette when a person is standing in front of a window. Outdoor halos when sun hits any metal on a car. Night vision is horrific. I am in pain due to the bright glare from car lights. Halos and ¿starburks¿ are huge, street lights are blurred and halos -starburst, I am not able to differentiate the light in front of me when there are several flashing-blinking lights i.e. Construction work lights or emergency vehicles. It becomes dangerous. My right vision was normal prior to this surgery.